Event description:
The device was received for service. During service testing, failure code 570 (damaged battery) was found in the event history. According to the hospital representative, there was no patient injury or medical intervention reported.